Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive during a procedure. There was no patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative could not reproduce the reported issue. However, touch screen errors were noted in the device log. The touch screen was replaced and subsequent functional checks did not identify further issues. A serial readout was performed and sent to sorin group (B)(4) for analysis and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive during a procedure. There was no patient injury.